Event description:
It was reported that a stent was placed in the diagonal and then a second stent was advanced to the lad. The stent would not pass the lesion, so it was pulled back into the guiding catheter. After reassessing the situation, the stent delivery system (sds) was again advanced to the lesion. It was during the second advancement that it was noted that the stent was not on the sds. The stent had dislodged inside the guiding catheter and upon advancing another sds through the guiding catheter, the bare stent was pushed out of the guiding catheter into the left main. The stent was retrieved using a snare device. Reportedly, the pt is doing fine.